Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Manufacturer narrative:
The pacemaker has been returned. Once laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had reached end of life (eol). There was a concern that the battery had depleted faster than expected. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.